Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the proximal portion of a mini-compression screw was returned and that the fracture occurred at the thread transition area. The fracture surface displays a torsional fracture pattern. The cause of the complainant's event is undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a 3.5 mini compression ft screw was used for a scaphoid procedure. The physician drilled into the knee, followed with a drill bit and inserted the screw. It was reported the device was inserted three-quarters of the way and it snapped in half. The physician was unable to remove the device, then dropped down to a 2.5 compression screw and completed the procedure. Follow-up investigation: surgeon heard a pop and removed the screwdriver from the head of the screw and noticed that the screwdriver tip was twisted but the screw was fully seated. Surgeon took a final x-ray and visualized that the screw had broken at the fracture site. The screw head was retrieved. The distal end of the screw was left in the patient. The broken screw distal end was flush on the distal end of the scaphoid fracture site. A 2.5mm screw was then implanted 3-5 mm lateral to the broken 3.5 mm screw and across the scaphoid fracture. The head of the 3.5 mm screw is being returned for evaluation. The driver was discarded by the facility.